Event description:
Information received indicates the ground reading on the bed is very high.

Manufacturer narrative:
The technician found the ground terminal will not fasten tightly. The technician replaced the power cord plug to repair the bed.